Manufacturer narrative:
The insulin pump was received with no button response on the act button due to moisture damage on the keypad flex traces, corrosion was found on the all electronic assemblies and motor home switch noted. Unable to perform self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurements due to unresponsive keypad. No unexpected blank display anomalies or screen type anomalies noted. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the screen was blank and the pump had moisture damage. The customer's blood glucose level was 120mg/dl. The customer states there is moisture under the lcd screen. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.